Manufacturer narrative:
Pump was received with intermittent button response due to corrodedkeypad traces. No sticking buttons noted. Unit had cracked displaywindow corner, minor scratched display window, cracked battery tubethreads, broken belt clip slot at battery tube threads area, crackedreservoir tube lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 212 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.